Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging multiple random error one messages were emitted while using the meter remote. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2017 with the following findings: a review of the meter history showed an error1 sub code 17. During testing, the meter remote was powered on and immediately paired successfully with a test pump to complete investigation. No errors were duplicated during testing.